Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed which resulted in low blood glucose (bg) level of 32-40 mg/dl range. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with healthcare provider regarding diabetes management.